Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse started a heparin infusion and when returning back approximately 1 hour later and unexpectedly found the bag of heparin to be empty. There was no report of patient harm.